Event description:
While trying to pull the t sling through the normal incision point, the string (retriever) on the sling which connects to the instrument broke, rendering impossible to pull the sling through. A new sling had to be opened and emplaced instead. No adverse events and case was completed without incident.